Manufacturer narrative:
For the (na+, k+, and cl-) results, review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the samples may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. For the pco2 results, review of instrument data files suggests that the sample may have become contaminated by pre-analytical factors such as room air during sample draw or mixing. Final root cause for the discordant pco2 results cannot be determined. For the glucose results for patient ID (B)(6), results cannot be accurately assessed given the length of time between draws and/or analysis. Because the cartridge was not returned for evaluation, final root cause for the discordant results cannot be determined.

Event description:
The customer reported discrepant na, pco2, k, cl, and glucose results on the rp 405. There was no report of injury due to this event.